Event description:
The caregiver alleged that the consumer has four new open wounds since she has been on this bed. The caregiver stated that the beads are all clumped up and need replaced. Hill-rom representative spoke with the caregiver after the repair and the caregiver explained that her mother initially had a stage 4 wound that was healing on the bed. She is alleging that when the fluidization is not working properly, that the wound does not heal correctly and she has developed three new wounds. She stated that her mother was in the hospital for the treatment of the wounds. She did not know what stage the new wounds are, but will contact the clinical doctor and obtain that information. She stated that the home healthcare nurses are at the home six days a week and care for the wounds by dressing them. The caregiver called back and provided the notes from the wound care nurse. The pt has three wounds. The first was the pre-existing wound, sacrum stage 4. The second is sacrum hip stage 4, right medical buttock. The third is 3 right lower sacrum stage 2. The pt and caregivers have been instructed repeatedly about use of blankets and minimizing humidity to prevent "clumping". Pt is receiving daily treatments for the management of pressure ulcers and has a significant baseline condition. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Other factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy.

Manufacturer narrative:
The account clinical director confirmed that the pt does have pre-existing wounds. She also confirmed that the account has been told repeatedly that because they continue to use excessive blankets on the bed, it is not allowing the bed to function to specification. The technician performed the investigation and the caregiver state that the sand needed to be changed, it is causing the pt more wounds and there are three more wounds. No treatment information was provided by the caregiver. The technician inspected the unit and found the beads were hard and the house was very hot. The technician pulled the sheet off the bed and found the beads were very wet and were not fluidizing. The technician replaced the beads and the bed is now functioning as designed.